Manufacturer narrative:
The fenestrated bipolar forceps instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have one indentations/burrs at the midpoint of one of the grip tips. The grip was not found to be bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing customer reported the fenestrated bipolar forceps had a sharp burr on the outer surface of the jaws that could potentially cause harm to tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.